Event description:
Information received regarding the explanted device notes that when the patient's previous device was replaced, the atrial lead would not come out and broke off. Subsequent to the surgery, the patient got an infection.